Manufacturer narrative:
Other text: g3: report source: no information was provided and is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional testing was performed. Two samples were received in used conditions, without original packaging and with its certificate of safe handling. When the sample was inflated with air, the cuff only inflated one side, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. The root cause was not determined as the function sample passed functional testing.

Event description:
It was reported that the cuffs did not inflate. The customer reported they are defective. There were no reports of patient harm or impact associated with the reported event.